Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combinations since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: ((B)(4).

Event description:
Patient was revised to address femoral and tibial loosening at both interfaces. Osteolysis and tibial subsidence was also reported. Depuy cement was used.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. UDI (B)(4). E3 initial reporter occupation: lawyer. H6 clinical code: appropriate term / code not available (e2402) is used to capture bone injury (e20). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2008, the patient underwent a primary left knee arthroplasty to address degenerative joint disease. The patella was resurfaced and depuy products were implanted with depuy cement x 2. There were no indicated intra-operative complications. On (B)(6) 2016, the patient underwent a left knee revision. In addition to the already indicated reasons for revision, the surgeon also noted the patient was experiencing pain prior to revision, presence of a large effusion, and some bone loss to the femur. There were no indicated intra-operative complications.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.